Manufacturer narrative:
On 17-apr-2023, the mentor failure analysis lab received the device for evaluation. Mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed wrinkling. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view measuring approximately 1.2 cm. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation with mentor memoryshape breast implant 280cc gel breast prosthesis when the left breast prosthesis ruptured post implantation. Rupture of the patient¿s left breast prosthesis was diagnosed during an office visit. Additionally, the patient developed wrinkling in both breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-01968 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral wrinkling, left breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).